Event description:
The pt had an MRI in 04/2007. The hcp reported that when the pump was interrogated the pump stated "motor stall recovery occurred" on the following month and "stopped pump period may exceed tube set" on 4/21/2007 and "motor stall occurred" on original date. The hcp stated that the pt did not have any signs or symptoms of withdrawal. The reservoir volume calculations were within normal limits. Calculations indicated that the motor stall occurred only for the duration of time the pt was in the MRI. The pump contained lioresal.

Manufacturer narrative:
.